Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. 1 device was found to be affected by a shattered bearing. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device overheated. There was patient involvement; no patient impact.